Event description:
It was reported that the rv lead impedance measurement was high and out of range. The possibility of the out of range measurements being related to slight movements of the lead in the header of the ICD was discussed. At this time the clinic has opted to continue to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).